Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device pe5903 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/19/2020. Additional information was requested and the following was obtained: the needle came off the thread.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The suture broke off when placing the last suture in between the skin and soft tissue. An extended incision had to be made to remove the needle. X rays were taken and proof will be sent. There were no patient consequences reported.